Event description:
It was reported that ongoing intermittent occlusions occurred that led to the customer experiencing an episode of elevated blood glucose, that the customer address via manual injection of insulin. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Reportedly, the customer needed to clean the pump vents as well. Tandem support did extensive troubleshooting with the customer and ultimately, the customer changed pump supplies as needed and continued to use the pump for insulin therapy.